Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under safety precautions, states: operate only in accordance with the procedures described in this manual. Attempts to operate the aia-900 using procedures not prescribed in this manual may adversely affect the integrity of assay results and cause system malfunctions. Basic precautions: reagent handling- for reagents required lot management, the aia-900 recognizes their lot numbers. Since mixing such reagents from different lots makes the lot management impossible, reagents must be handled correctly according to their instructions for use. The aam for troponin (ctnl) and creatine-kinase mb (ckmb) states that the following: ckmb; evaluation of results. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ck-mb, the highest concentration of creatine kinase mb isoenzyme measurable without dilution is approximately 500 ng/ml, and the lowest measurable concentration is 0.5 ng/ml (assay sensitivity). The exact linearity of the st aia-pack ck-mb depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 500 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 500 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for ck-mb. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Troponin. Evaluation of results. Quality control- in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results. The 16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients. The 18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. No patients with skeletal muscle disorders were studied. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be determined. The customer did not have the sample to repeat.

Event description:
A customer reported that they obtained two different troponin (ctnl2) values when running a repeat specimen on the aia-900 instrument. The customer reported that the first specimen in the series was 0.56 ng/ml and the second specimen drawn later was 0.94 ng/ml. However, when they repeated the second specimen, the result was 0.0 ng/ml. The cut off reference range for ctnl2 is between 0.31-0.64 ng/ml. The creatine kinase mb (ckmb) was 7.6 ng/ml and the repeat result was 1.2 ng/ml (normal range is < 5.8 ng/ml). The customer reported out the repeated results which correlated with the patient's clinical history. The results reported out were ctnl2 of <0.06 ng/ml and a ckmb of 1.2 ng/ml. The customer also noted that they repeat any patient samples with positive cardiac results and the patient in question was not treated. The customer normally runs heparinized plasma, spins the tube for several minutes but does not filter the plasma or pour into a sample cup. There was no indication of patient intervention or adverse health consequences due to the discrepant results.